Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes the patient was in stable condition before, during, and after the programming changes.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited high pacing impedance, which led to a polarity switch. The patient then experienced pocket stimulation. Programming changes were made. No additional information was provided.